Event description:
Info received indicates the head of the bed is drifting down.

Manufacturer narrative:
The technician found an internal valve in the hydraulic power unit was not functioning. The technician replaced the hydraulic power unit to repair the bed.